Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that while performing a clinical CT chest scan, the scan aborted after approximately (B)(6) images were obtained, and knee exam images acquired from a previous patient appeared on the screen with the chest images just acquired. The reconstruction software detected an error in the raw data, and stopped the scan. The customer contacted philips customer care solution center for assistance and after rebooting the system was able to successfully rescan the patient. On (B)(6) 2015, a philips CT system specialist reviewed the log files remotely and determined that data receiving card (drc) was sending incorrect information, and causing the error experienced by the customer. The system is designed to halt scanning when this particular error is detected. On (B)(6) 2015, the CT remote center engineer, confirmed error has not recurred. On (B)(6) 2016, the CT remote center engineer confirmed that when the issue occurred, only the images on the console were affected. The images of the two patient studies were concurrently displayed only temporarily, only on the console, and could not be transferred to another digital imaging and communications in medicine (dicom) device nor be reconstructed offline. The transferred images were labeled correctly. The information necessary for further investigation (i.e. Bug reports, log files, image data, raw data, etc.) Was not made available to CT engineering. The cause of this error is unable to be determined. The system was rebooted to resolve the issue. CT engineering determined this issue to be an acceptable risk and if the malfunction were to recur it would not be likely to cause or contribute to death or serious injury.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
In this case the customer reported that while performing a clinical CT procedure of the chest, the scan aborted after approximately 140 images were obtained, and knee images taken from a previous patient appeared on the screen with the chest images just acquired. There was no report of harm.